Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The therapy was performed in the hospital ward. On an unreported date, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with injections of vancomycin (1gm, once in 4 days), fortum (ip, 1gm, once daily) and heparin sucrose octasulfate (sos). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.